Event description:
There was an allegation of questionable results with the urea/bun assay for a patient sample tested on a cobas 8000 c702 module. The initial result was 1.8 mmol/l. The sample was repeated twice, and the results were 8.7 mmol/l and 8.6 mmol/l. The repeat result 8.6 mmol/l was deemed correct as it was in line with the patient's previous result.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Qc and calibration were acceptable. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) checked the overall device status and conducted multiple adjustments: adjustment of the ultrasonix mixer, laundry levels, reagent outer wash volume, and replacement of the heat cut filter, gear pump head, and degasser, and cleaning of rinse head nozzles and bath windows. After the fse visit, no further issue was observed. The investigation determined that the service actions resolved the issue.